Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain when cough or move a certain way') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("I looked pregnant with essure, now im e-free and I look 9 mos pregnant"), urinary incontinence ("ladies are you having trouble holding your bladder"), urinary tract infection ("uti"), fungal infection ("yeast infection"), bladder pain ("bladder still hurt") and migraine ("migraines"), was found to have weight increased ("severe weight gain") and underwent endodontic procedure ("had a root canal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, urinary incontinence, urinary tract infection, fungal infection, bladder pain, weight increased, endodontic procedure and migraine outcome was unknown. The reporter considered abdominal distension, bladder pain, endodontic procedure, fungal infection, migraine, pelvic pain, urinary incontinence, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and urinary tract infection. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received : reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain when cough or move a certain way') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("ladies are you having trouble holding your bladder"), urinary tract infection ("uti"), fungal infection ("yeast infection"), bladder pain ("bladder still hurt"), abdominal distension ("I looked pregnant with essure, now im e-free and I look 9 mos pregnant") and migraine ("migraines"), was found to have weight increased ("severe weight gain") and underwent endodontic procedure ("had a root canal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, urinary incontinence, urinary tract infection, fungal infection, bladder pain, weight increased, abdominal distension, endodontic procedure and migraine outcome was unknown. The reporter considered abdominal distension, bladder pain, endodontic procedure, fungal infection, migraine, pelvic pain, urinary incontinence, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event uti, yeast infection, bladder still hurt, severe weight gain was added. Reporter information was added. Fup 3,4,5,6,7 processed together. On 23-mar-2020: fup 3,4,5,6,7 processed together. On 23-mar-2020: content from social media received: abdominal distension and endodontic procedure events were added. New reporter was added. Fup 3,4,5,6,7 processed together. On 23-mar-2020: social media received. New event migraine was added. New reporter was added. Fup 3,4,5,6,7 processed together. On 23-mar-2020: social media received. New reporter was added. Fup 3,4,5,6,7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('extreme stabbing pain when cough or move a certain way'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("I looked pregnant with essure, now im e-free and I look 9 mos pregnant"), urinary incontinence ("ladies are you having trouble holding your bladder"), urinary tract infection ("uti"), fungal infection ("yeast infection"), bladder pain ("bladder still hurt"), migraine ("migraines"), tooth fracture ("teeth breaking") and dental caries ("teeth rotting"). Was found to have weight increased ("severe weight gain"). And underwent endodontic procedure ("had a root canal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, urinary incontinence, urinary tract infection, fungal infection, bladder pain, weight increased, endodontic procedure, migraine, tooth fracture and dental caries outcome was unknown. The reporter considered abdominal distension, bladder pain, dental caries, endodontic procedure, fungal infection, migraine, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and urinary tract infection, teeth breaking, teeth rotting. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, social media received: reporter information. Events: teeth breaking, teeth rotting added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain when cough or move a certain way') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary incontinence ("ladies are you having trouble holding your bladder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and urinary incontinence outcome was unknown. The reporter considered pelvic pain and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event serous incident pelvic pain added and case upgraded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.